Event description:
I have experienced left sided pelvic pain, intermittent dizziness, tingling in arms and hands, chest pain, irregular periods lasting 10-16 days with heavy bleeding and cramping, acid smelling discharge, burning sensation in vaginal area with discharge. Update on (B)(6) 2014: hysterectomy with removal of coils on (B)(6) 2014 with resolution of pelvic pain, discharge, odor, dizziness. Now with minimal chest pain and significant reduction in arthritic pain